Event description:
The physician observed that external cannula didn't "enter into the slot to cut the cylinder" (i.e., cut the tissue specimen). The doctor tried to get a sample from the patient using two devices. The physician decided to stop the procedure because of the bleeding so was unable to obtain a sample. The updated patient report stated the bleeding stopped and no medical or surgical procedure, or intervention, was required.

Manufacturer narrative:
The complaint device has not been returned for analysis. Without the actual device, a definitive root cause of the reported malfunction cannot be determined. A potential manufacturing root cause would be a flat, bent or misaligned pincer. A continuous improvement project was initiated in 2014 to address similar complaints. The complaint lots were manufactured prior to the implementation of the corrective and preventive actions. A review of the device history record showed that the two devices were manufactured according to specifications and documented procedures. Biopince biopsy instruments are 100% inspected at repeated stages in the manufacturing process. Another potential root cause of the reported malfunction could be improper use of the introducer needle which may also impact the sample collection. The IFU states to verify the integrity of the needle before cocking the instrument and after firing(s). If the needle is damaged, discard the entire device and prepare a new instrument.